Event description:
It was reported that the patient experienced unspecified issue with the artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. Product investigation results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that a patient had a surgical revision to remove artificial urinary sphincter (aus) cuff due unspecified reason. It was replaced with a new cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.